Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a reservoir was used. When milking the drain it was noted that the fluild flowed back. The anti reflux valve was open. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.